Manufacturer narrative:
The referenced scope was returned for evaluation. The customer's reported issue was confirmed as the inside of the light guide (lg) lens, adhesive and coating of lg lens was found dirty and there is some liquid/stain mark inside the lg lens. The scope passed the air/water leakage test. There is no physical stress marks on the distal end or around the lg lens. The appearance of the entire scope is within specification. There is no indication for fluid inside the bending section, control unit, and scope connector. This event occurred within five months from its installation date, (B)(6) 2021. Additionally, the adhesive on the bending section cover is scratched. The bending angle in the right direction does not meet standard specifications due to a worn angle wire. There is lg bundle breakage. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (omsi) repair center was informed that a customer evis exera iii duodenovideoscope was returned for a reported ¿dirty/discoloration of the light guide lens¿ that was observed during reprocessing. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg)-lens glue was deteriorated due to storage environment of the subject device. It is possible the gap occurred at the lg-lens glue due to repeatedly using of the device or, dirt entered from the lg-lens glue. The event can be detected/prevented by following the instructions for use (IFU) which state: reprocessing manual storage and disposal caution. - to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. - to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. Preparation and inspection of the endoscope - inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Olympus will continue to monitor field performance for this device.